Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed a "compressor failure" error message and then stopped ventilating. Complainant indicated that the clinician manually ventilated the patient to continue treating them. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including calibration testing without duplicating the report. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed a "compressor failure- 2001" error message. Complainant indicated that the clinician manually ventilated the patient to continue treating them. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.